Event description:
It was reported that during a workshop, the instrument clips failed to progress full length of jaw, causing inadequate closure of clip. There was no pt consequence. One device returning.